Manufacturer narrative:
Correction: the date of event was corrected to (B)(6) 2016. Also clarification that the regurgitation noted was specifically paravalvular leak (pvl).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue. Potential factors that can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, the compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. However, a root cause of the low implant depth could not be determined from the available information. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, it was reported that the regurgitation was due to suboptimal position as the valve was positioned low. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years following the implant of this transcatheter bioprosthetic valve echocardiogram revealed moderate to severe regurgitation. Another transcatheter bioprosthetic valve was implanted valve-in-valve to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.